Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient failed to recharge the ipg reportedly due to ipg taking too long to charge. As such, the ipg became inoperable. Surgical intervention may take place to address the issue.